Event description:
It was reported that the patient has to press on the buttons several times to achieve a response.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and supplemental report will be filed. No conclusions can be made at this time.